Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an altitude alarm occurred. Customer confirmed the pump was not exposed to water and the speaker holes were not obstructed. There was no reported adverse impact to customer's blood glucose. Customer reloaded cartridge to clear the alarm.